Event description:
In august 2005 the reporter contacted lifescan on behalf of the patient alleging that their one touch ultra meter would not power on. The patient neither alleged harm nor experienced injury or medical intervention. Patient visited pharmacist for assistance. The customer service agent verified that the patient was using the correct type of test strips. The csa walked the reporter through inserting a test strip into the test strip port and the meter did not power on. The meter did power on when the power button was pressed. The meter, test strips, and control solution were replaced.